Manufacturer narrative:
Citation: boussofara et al. Assessment of the manta closure device in real-life transfemoral transcatheter aortic valve replacement: a single-centre observational study. Catheter cardiovasc interv. 2024 mar;103(4):650-659. Doi: 10.1002/ccd.30969. Epub 2024 feb 26. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding assessment of a non-medtronic closure device in transfemoral transcatheter aortic valve replacement (tavr). The study population included 347 patients who were predominantly male with a mean age of 82.4 years.  Multiple manufacturer¿s devices were implanted in the study population; 58 patients were implanted with a medtronic evolut r, evolut pro or evolut pro+ bioprosthetic valve by way of delivery catheter system (dcs).  Twenty patients experienced access-site vascular complications requiring intervention, which included: major bleeding, occlusion causing limb ischemia, dissection, and pseudoaneurysm.  No further information was provided pertaining to medtronic products.